Manufacturer narrative:
Integra has completed their internal investigation on 13 oct 2015. The investigation activities included: methods: review of device history records. Review of complaint history. Results: since the fg lot number was not provided for both complaints, the device history record (DHR) could not be reviewed and the retain samples could not be evaluated. Upon review of integra¿s complaint system from january 2013 ¿ september 2015, only two (2) complaints (both from the same facility and investigated under this report) for biopatch product family have been reported for the condition ¿device creates a lever effect causing catheter dislodgement.¿ approximately (B)(4) units have been released for distribution since january 2013 ¿ september 17, 2015, resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: no assignable causes that could be associated to the manufacturing process of biopatch related to device thickness were determined. No other incidents of this nature have been reported as per complaint history reviewed.

Event description:
There are two patient events reported: 2 separate patients, same product complaint, 3 occurrences. This is the 1st of 2 MDR submissions. It was reported to integra by the distributor's (B)(6) affiliate, "pediatric ICU reported recently that they are concerned about a cluster of central lines falling out. Their concern was that the biopatch creates a lever and when tension is applied to the lines it causes the catheter to tend upwards resulting in a catheter flicking out of the patient." For this case, the patient is an (B)(6) baby, (B)(6) with a right femoral cvl triple lumen (catheter), 5 french. It was reported by the distributor there were no patient consequences. Additional information received 6 oct 2015: lot number is unknown. The tegaderm and biopatch were intact when the central lines "flicked out." Also, the product code has been updated from 44150 to 44151 because the affiliate stated the following: "they do not know the lot number for the biopatch involved. The customer was unfortunately not able to confirm whether the product code used with both patients was 44151 or 44150 as only the product name (i.e. Biopatch) is documented in the patient notes - most likely size used was 44151 based on the catheter size."